Event description:
Gambro received a complaint on march 28th reported that a pt's venous needle became dislodged approx 1.5 hours into a routine dialysis treatment on a phoenix machine, software version 3.34. According to the facility's technical dir, the pt felt wetness on his shirt and alerted the nursing staff. No alarms were generated on the phoenix machine. A minor blood loss was reported and the treatment was discontinued. No medical intervention or injury reported. The pt was discharged home and returned for his next scheduled hemodialysis treatment in 2008. The machine was inspected by a gambro tech and resulted to be working as per specs. The tech authorized the machine to be placed back in svc.